Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported blank display. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed. The customer reported a partial display. The customer continued to see missing segments after replacing the battery or after running the self-test. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1810 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The corrected information has been provided in below sections with this follow-up report. 1. Section h7 - unchecked recall box. 2. Section h9 - removed battery depletion recall number. No blank display anomalies and partial display or display anomalies noted. Unit passed the self-test. Active current measurement within specifications. However, unit received with high sleep current measurement due to moisture damage on electronics assembly. The history was downloaded successfully using thump software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. Detailed trace analysis did confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did drop below 3.5v for consecutive 240 minutes. The long trace history files confirmed power error alarm on 04/02/2025 15:32:05:000 pm due to moisture damage at electronics assembly. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history record. Unit received with fading serial number label, and broken belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for power loss alarm due to moisture damage. No blank display anomalies and partial display or display anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.